Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in impedance measurements from 900 ohms at implant to 1318 ohms. It was noted that all other lead diagnostics were normal and stable, however the physician elected to perform a revision procedure. During the procedure the rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.